Event description:
The customer reported that a drop of blood leaked from the manual probe of the lh 500 hematology analyzer and onto the counter. The customer stated that they believed they may be experiencing probe wipe alignment issues. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a leak at the erythrolyse ii reagent pump (pm6). The fse replaced the tubing at pm6 and adjusted the probe rinse block to resolve the leak. The fse also adjusted the manual mode calibration factors as preventative measures. The fse verified the repairs as per established procedures and results met published specifications. Results : failure mode of the event is attributed to the probe rinse block which needed to be adjusted and tubing at pm6 which needed to be replaced. (B)(4).